Manufacturer narrative:
(B)(4). The insulin pump was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime, seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to download anomaly. The insulin pump was received with a cracked case (battery tube) and cracked battery tube threads. The unit p-cap, test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.